Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 6. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3382 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up with the nurse, the nurse was notified of the iipv found during device evaluation. Per nurse, hp is actually having constipation issues, causing draining difficulty. The nurse stated that it seems that the draining issue due to constipation is what caused the incident of overfill also. Per nurse, the hp had been on lactulose for the constipation, however, hp had been non-compliant. The nurse stated that she re-asserted to the hp the importance of not being constipated and advised to take the medicine as prescribed. The nurse stated that hp is doing fine otherwise and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Knife jammed. The (B)(4) device was returned with the anvil closed; additionally, the release button and closing trigger were found damaged and missing. A reload was received loaded on the device and void of staples. The device was disassembled to verify the internal components it was noted that the knife was not returned all the way to the home position. The tube was disassembled and cartridge reload was removed from the device. The reload was noted to be fully fired and in good visual conditions. Upon further inspection of the device, several cartridge drivers were found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. No conclusion could be reach in regards to the cartridge drivers as the returned reload did not have drivers missing. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any objects and formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robot assisted lap sigmoid colectomy, the device was fired using a green load on the sigmoid, four strokes were fired and the device would not open, it was stuck on tissue. The surgeon reversed the direction of the knife blade, fired and it still did not open. The surgeon used the release button however it still would not release. The locking trigger and release button were broken. The firing trigger was loose. It cannot be confirmed if the device was fired plastic to plastic. Cautery was used to cut the device from tissue. It is unknown how the case was completed. It is unknown if there was any blood loss.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time